Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a cocr neck fracture. (Left). Product not removed: dynasty® bf shell, dsbfgf56, lot: 1466162.